Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two devices exhibited a high-pressure alarm. The patient experienced a blood clot in their central line. The reporter further noted that the patient changed the tubing, cassette, end cap and the backup pump before calling the nurse. The patient was advised to go to emergency room. Patient initial is b.s a 43-year-old, 191 lbs, female, birth date was on (B)(6) 1981 and they began therapy with remodulin (orenitram 2.5mg, orenitram 1.0mg, orenitram 0.25mg, orenitram 5mg, remodulin 1mg/ml) on (B)(6) 2025 for secondary pulmonary arterial hypertension. The current dose was reported orenitram dose 1.25 mg 3 time daily, orally remodulin dose 29 ng/kg/min- intravenous. There was no issue with the pumps. The patient had a blood clot in her central line. The patient is still using both pumps. There was patient involvement and unknown patient harm.